Event description:
The surgeon inserted a cq2015 three piece collamer lens, but it was removed due to the surgeon not liking the way the lens sat in the eye. The incision was not enlarged and no sutures were required. There was no pt injury.

Manufacturer narrative:
H3: no lens in the box.